Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the difficult clip deployment. It was reported this was a mitraclip procedure performed to treat grade 4+ functional mitral regurgitation (mr). The pre procedure mean pressure gradient was 2mmhg. The first clip was placed successfully in a2/p2. During clip deployment, after the actuator knob and gripper line were pulled back, the clip did not detach from the delivery system. It was determined that the gripper line did not detach/disconnect from the clip upon pulling back the gripper levers upon deployment. The gripper lines were manually retrieved per the instructions for use, and the clip detached from the cds. The clip remained stable on the leaflets. Mr was reduced to 1+. The gradient increased to 3mmhg. There was no further delay on treatment of the patient. The patient was extubated on the table and was discharged next day. There was no reported adverse patient effect or a clinically significant delay during the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, the query identified no other incidents reported for difficult to open or close from this lot. Based on the available information, a cause for the reported difficult clip deployment could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.